Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/05/2024, it was reported by a sales representative via (B)(4) that (2) ar-3636 knotless 1.8 fibertak® soft anchors broke near the junction where the loop is swedged together. This occurred during a case when they began shuttling the blue ¿healing suture¿ through the knotless fibertak before the blue suture passed through the anchor. The surgeons were careful not to cut any sutures with the suture lasso while passing through the labrum. No additional information was provided, and additional information has been asked. Additional information was provided on 01/15/2024, where it was reported by the sales representative that this event occurred during a bankart procedure on (B)(6) 2024 when the link broke. The case was completed.